Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced infusion set bent cannula and blood at the insertion site. The customer¿s blood glucose was 408 mg/dl at the time of incident. Customer stated that they had no issue with the scarred or hardened tissues, no issue with the serter and tape not sticking. Customer confirmed that hey did not received medical treatment as a result of site issue. The customer was advised to change the infusion set. Customer also reported a high blood glucose of 408 mg/dl and no form of treatment was reported. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.